Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was unknown. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. H6 device codes: corrected

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for use. However, during the procedure, contamination/foreign material was noted. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for use. However, during the procedure, contamination/foreign material was noted. There were no patient complications.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was unknown. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.